Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an all inside arthroscopic brostrom surgery the device had no action and was not working. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update 29-apr-2024: the lasso inside couldn´t be pulled out of the tool.

Manufacturer narrative:
Complaint allegation is not confirmed. Upon visual inspection, it was noted that the suturelasso, was removed from the device. Functional testing was performed and revealed that the suturelasso passed through the inner diameter of the shaft and handle of the micro suturelasso¿, tfcc, short, 70° bend without any issues.